Manufacturer narrative:
Device passed the displacement test, self test, sleeping current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 82, pump 13 or pump error 15 noted while testing. Motor was tested outside device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors but a broken force sensor was detected. Customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.